Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the surgeon moved the battery to a new pocket site at the patient¿s request. Prior to the procedure the impedance were all good and after the battery was moved there were three avoid electrodes. The surgeon cleaned the electrodes and reinserted twice but this did not resolve the issue. No other actions were taken to resolve the issue and the impedances were not resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that it was unknown if the impedances resolved after surgery as the rep had not yet seen the patient. The rep reported that the cause was not determined. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that all the avoid contacts were in the 3000-4000 ohms range. The patient had bruising so it was moved laterally.